Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b4, b5, b7. Updated sections g3, g6. Updated sections h2. H11: corrected data. Corrected section d9. Per additional information received, the failure of the bioprosthetic aortic valve was due to endocarditis and not due to a deficiency in the device. Based on the information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through the implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 2 years, 9 months due to endocarditis. The patient presented with symptoms of heart failure. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. Per medical records, the patient presented with left leg and abdominal pain, workup revealed endocarditis with peri-root abscess and lvot pseudoaneurysm and multiple emboli systemically. The patient underwent redo-redo avr with ascending aortic graft replacement. Intraoperatively the aortic valve, root, and ascending graft were found infected with a lot of vegetations. After the av/graft were excised and necrotic tissue debrided, there was a clear opening between lvot/pseudoaneurysm. There was enough healthy tissue left to utilize implant of a 23mm avc and cabral graft. Post procedures due to coagulopathy, the chest was packed and temporarily closed, and he was transferred to the ICU. On pod #16, the patient was discharged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 2 years, 9 months due to unknown reason. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.